Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's right jugular vein in acute dialysis. During insertion, the guide wire became stuck when advancing through the needle and became kinked. As a result, the wire and needle were removed as one and a new kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device examination: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire with three kinks near the distal end. The introducer needle was not returned. Microscopic examination found that two of the kinks resulted in offset coils. The wire was found to be intact and within dimensional specifications. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage in use. It also cautions not to use excessive force and warns not to retract against the needle bevel. Based upon the observed damage and the information provided, operational context caused or contributed to the event. No further action will be taken.